Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and no delivery tests. The insulin pump was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in the bolus history screen. There was no bolus history anomaly. The device had scratches on the lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported history anomaly, iop test failure alarm and low blood glucose levels. Customer's blood glucose level was 39 mg/dl. Customer treated their low blood glucose with juice. Customer declined to troubleshoot for low blood glucose since they did the rewind and prime process several times. Customer advised a temporary basal was not programmed before the alarm occurred. Customer performed the self-test and passed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.